Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The product has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the device was leaving strip in middle. Friday evening when doing a skin graft on a (B)(6), the dermatome began having issues by leaving a 1/2cm strip to the left of center (when looking down at instrument). The surgeon initially thought the blade needed to be changed. When the blade was changed and all debris was removed from instrument, the same issue occurred when beginning to take skin again. The surgeon noticed this occurring both times when initially beginning to harvest skin. The dermatome was removed and a new one was obtained to continue the procedure. There was no injury to the patient. There was no delay and the surgical technique was utilized.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. By leaving a 1/2cm strip to the left of center (when looking down at the instrument). The surgeon initially thought the blade needed to be changed. When the blade was changed and all debris was removed from the instrument, the same issue occurred when beginning to take the skin again. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The customer also returned a hose and 1"/3"/4" width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was april 24, 2018 where it was reported that the device was returned for preventative maintenance and the bearings and thickness lever were replaced. This is not a related issue. Product review of the air dermatome on december 20, 2018 revealed that the calibration was out of specifications. The device operated within motor speed specifications. The 1" width plate was found to not fit on the width plate screws. The 2" width plate was not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on december 20, 2018 which included replacement of the 1" width plate, vespel and semi-circle bearings. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device was outside calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.